Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site. A vegetation was observed on the right ventricle lead. The physician explanted the entire system ¿ implantable cardioverter-defibrillator, right ventricle lead, left ventricle lead and atrial lead due to infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.